Event description:
Information received by medtronic indicated that the insulin pump had over delivery. Customer reported that the over delivery continued to micro bolus. Customer had low blood glucose at 4.6 mmol/l and they treated with juice. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.